Event description:
It was reported that the device had an error code 45639. The event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a scratched lcd lens. A review of the event history log found no applicable evidence. During the functional testing, the customer's reported problem was duplicated. Upon power up, the device alarm was sounding off constantly. The cause of the issue was found to be the board. The pwa board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.